Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 11 years post implant of this 27mm aortic bioprosthetic valve, the patient was admitted to the hospital for dys pnea on exertion and hypoexmia. It was reported that the patient required oxygen and was put on ventilation therapy. During admission, a transesophageal echocardiogram (tee), discovered moderate regurgitation and moderate aortic stenosis. Subsequently on (B)(6) 2026. The valve was explanted and replaced with a non-medtronic valve. It was further noted during this procedure patient also underwent a mitral valve repair procedure. No additional adverse patient effects were reported.